Event description:
It was reported that a customer experienced alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the trusteel infusion set and cartridge, then resumed insulin use. Customer received guidance from technical support on changing cartridges every 72 hours and was advised to reach out for support if occlusion issues persisted. The customer understood and acknowledged the instructions provided.